Event description:
Customer reported that the insulin pump returned a no delivery alarm that she was able to clear. Customer reported receiving an additional no delivery alarm during a set change. Blood glucose level at the time of the incident was 272 mg/dl. During troubleshooting, customer was able to get insulin to exit the tubing without an alarm being returned. Blood glucose level at the time of the call was 309 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.